Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer received sensor readings of ¿70/72 mg/dl¿ and was provided food as a treatment but she subsequently ¿felt sick¿ and was unable to self-treat. The ambulance was called and upon their arrival, a blood glucose reading of 500 mg/dl was obtained and the customer was treated with an unspecified dose of insulin. The customer vomited posted treatment and was then taken to a hospital where she was diagnosed with hyperglycemia and hospitalized for an unspecified time. There was no further information provided. There was no report of death or permanent impairment associated with this event.